Event description:
It was reported following a coronary angiogram that an 8f angio-seal was used to close the right femoral arteriotomy. Two hours later outside of the procedure room, bleeding occurred and 4 hours of manual compression was applied. A CT scan was performed which revealed retroperitoneal bleeding and a hematoma which required surgical intervention. The patient's hospitalization was extended due to the event. The patient's condition was reported as stable and has been discharged.

Manufacturer narrative:
No product was returned. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal instructions for use (IFU) states that bleeding or hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The IFU instructs the user not to use the angio-seal device if the puncture site is proximal to the inguinal ligament as this may result in a retroperitoneal bleed. The IFU cautions that a single wall puncture technique should be used. The posterior wall of the artery should not be punctured. The IFU also instructs the user to assess the puncture site location and evaluate the femoral artery characteristics prior to placing the angio-seal device by injecting contrast medium through the procedure sheath and using fluoroscopy.